Event description:
The report indicated that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean components of the pump, ensuring everything was correctly in place. Initially, the customer was unable to successfully load the cartridge onto the pump. However, with assistance, a new cartridge was filled and loaded successfully, allowing the customer to complete the load process and resume insulin delivery.